Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had two stored signal artifact monitoring (sam) episodes due to noise and oversensing of the minute ventilation (mv) feature signal on the right atrial channel. Which led to the minute ventilation (mv) feature being automatically disabled. Lead impedances were reportedly within range during the episode. Possible causes and troubleshooting options were discussed and recommended. At this time, the product remains in service, and no adverse events were reported.